Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2486, awareness date 04-nov-2015) which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted. In 2008 she was (B)(6) and had by then given birth to 2 children (one c-section. One vaginal) and had lost 2 before born, one was early trimester miscarriage, and the other was an ectopic pregnancy which an emergency surgery had to be performed and the doctor had to remove fallopian tube due to damage of a growing embryo. The physician removed fallopian tube on her left side, leaving the ovary on left. This happened in 1995. In (B)(6) 2009, she knew she was still able to get pregnant and therefore convinced by her physician that essure coil being a non-surgical procedure, she scheduled office procedure. The consumer reported the day she was implanted was a nightmare, she was passing out on the table, she broke out in a sweat and the pain was the worst pain she had ever felt in her life. The doctor first implanted the right coil, and it took a very long time and he had to redo the insertion over and over. Then he took a break for a moment and started on left side, he took twice as long for the left side and it was horribly painful, she was screaming and crying. She reported she had to lie after recovering for an hour, she could not move from his table. She was sent home and immediately had stabbing cramping in pelvic area and in lower back and legs. She had a little spotting, no fever, bloating lower abdomen. She stopped having periods immediately after e coil was implanted. The hsg (hysterosalpingogram) dye test was done 3 months later and she was told the coils were blocked. Since then, her energy was gone; she had pain during intercourse; her sex drive was gone, she got dizzy daily, she had buckle over pain, she had sweats and weak spells, and was in daily pain, she described like a burning stabbing constant pain from her ovaries up to her ribcage and from her ovaries to her upper legs. She reported that in 2015 she had acid issues. She stated no pain meds have been able to address her neither symptoms nor prescription for her acid. In (B)(6) 2015, she was in ER twice because was so terrifying and painful. They did tests and scans to reveal she had a missing essure coil. The coil was not in her uterine area, at time of the report, she was waiting for contrast to find missing coil trying to locate where it has migrated outside of her uterine area, from her left side that had no fallopian tube. She stated that she was having symptoms of autoimmune problems and wanted a hysterectomy to remove the device. Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Legal claim was received from lawyer on behalf of plaintiff on 17-jun-2016: on (B)(6) 2009 essure was inserted for permanent sterilization shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. The post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, dental problems, excessive hair loss, excessive rashes, excessive weight gain, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to determine the cause of her pain, she underwent a CT scan in or around (B)(6) 2015. Her treating physician informed her that her left essure coil had migrated out of her fallopian tube and was imbedded in her uterus. On or around (B)(6) 2016, she underwent a hysterectomy to remove her essure coil. Updated quality-safety evaluation of ptc received on 28-jun-2016: (B)(4). No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on a FDA hosted docket website and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she passed out on the table. Later, she did tests and scans which showed she had missing e coil/the coil was not in her uterine area. A legal claim was received and it was informed that the CT scan showed that left essure coil had migrated out of fallopian tube and embedded in uterus. She underwent a hysterectomy to remove the essure coil. Device embedded is listed while loss of consciousness is unlisted in the reference safety information for essure. Even though consumer reported loss of consciousness during placement procedure, she was presumably referring to a vaso-vagal reaction. Due to the compatible temporal relationship and to the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. Considering that essure inserts may move out of fallopian tube and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since the case is now under litigation, further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2486) on 04-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was imbedded in her uterus') and loss of consciousness ('day I was implanted passing out on the table') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with one fallopian tube". The patient's medical history included ectopic pregnancy in 1995, salpingectomy in 1995, multigravida, parity 2, c-section, gravida I and miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), device expulsion ("left essure coil had migrated out of her fallopian tube/I have coils missing"), sweating attack ("broke out in a sweat"), procedural pain ("pain"), muscle spasms ("stabbing cramping in pelvic area and in lower back and legs"), vaginal haemorrhage ("little spotting"), abdominal distension ("bloating lower abdomen / abdominal bloating"), amenorrhoea ("stopped having periods immediately"), asthenia ("my energy is gone / weak spells"), dyspareunia ("pain during intercourse") with loss of libido, dizziness ("dizzy"), sweaty ("sweats"), abdominal pain ("burning stabbing constant pain from my ovaries up to my ribcage / abdominal pain"), autoimmune disorder ("symptoms of auto immune problems"), complication of device insertion ("day I was implanted passing out on the table"), pelvic pain ("severe pain / including chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), adnexa uteri pain ("ovary throb and stretch too much") and adhesion ("adhesion") and was found to have gastric ph decreased ("acid issues"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, loss of consciousness, device expulsion, sweating attack, procedural pain, muscle spasms, vaginal haemorrhage, amenorrhoea, asthenia, dizziness, sweaty, gastric ph decreased, autoimmune disorder, complication of device insertion, pelvic pain, pelvic discomfort, back pain, alopecia, rash, abnormal weight gain, fatigue, adnexa uteri pain and adhesion outcome was unknown and the abdominal distension, dyspareunia, abdominal pain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adhesion, adnexa uteri pain, alopecia, amenorrhoea, asthenia, autoimmune disorder, back pain, complication of device insertion, device expulsion, dizziness, dyspareunia, embedded device, fatigue, gastric ph decreased, loss of consciousness, muscle spasms, pelvic discomfort, pelvic pain, procedural pain, rash, sweating attack, tooth disorder, vaginal haemorrhage and sweaty to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: ovary pain, adhesion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 04-nov-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was imbedded in her uterus') and loss of consciousness ('day I was implanted passing out on the table') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with one fallopian tube". The patient's medical history included ectopic pregnancy in 1995, salpingectomy in 1995, multigravida, parity 2, c-section, gravida I and miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), device expulsion ("left essure coil had migrated out of her fallopian tube/I have coils missing"), sweating attack ("broke out in a sweat"), procedural pain ("pain"), muscle spasms ("stabbing cramping in pelvic area and in lower back and legs"), vaginal haemorrhage ("little spotting"), abdominal distension ("bloating lower abdomen / abdominal bloating"), amenorrhoea ("stopped having periods immediately"), asthenia ("my energy is gone / weak spells"), dyspareunia ("pain during intercourse") with loss of libido, dizziness ("dizzy"), sweaty ("sweats"), abdominal pain ("burning stabbing constant pain from my ovaries up to my ribcage / abdominal pain"), autoimmune disorder ("symptoms of auto immune problems"), complication of device insertion ("day I was implanted passing out on the table"), pelvic pain ("severe pain / including chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), adnexa uteri pain ("ovary throb and stretch too much"), adhesion ("adhesion") and post-traumatic stress disorder ("ptsd") and was found to have gastric ph decreased ("acid issues"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, loss of consciousness, device expulsion, sweating attack, procedural pain, muscle spasms, vaginal haemorrhage, amenorrhoea, asthenia, dizziness, sweaty, gastric ph decreased, autoimmune disorder, complication of device insertion, pelvic pain, pelvic discomfort, back pain, alopecia, rash, abnormal weight gain, fatigue, adnexa uteri pain, adhesion and post-traumatic stress disorder outcome was unknown and the abdominal distension, dyspareunia, abdominal pain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adhesion, adnexa uteri pain, alopecia, amenorrhoea, asthenia, autoimmune disorder, back pain, complication of device insertion, device expulsion, dizziness, dyspareunia, embedded device, fatigue, gastric ph decreased, loss of consciousness, muscle spasms, pelvic discomfort, pelvic pain, post-traumatic stress disorder, procedural pain, rash, sweating attack, tooth disorder, vaginal haemorrhage and sweaty to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- ptsd. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on (B)(6)-2015. The most recent information was received on (B)(6)-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was imbedded in her uterus') and loss of consciousness ('day I was implanted passing out on the table') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with one fallopian tube". The patient's medical history included ectopic pregnancy in 1995, salpingectomy in 1995, multigravida, parity 2, c-section, gravida I and miscarriage. On (B)(6)-2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), device expulsion ("left essure coil had migrated out of her fallopian tube/I have coils missing"), sweating attack ("broke out in a sweat"), procedural pain ("pain"), muscle spasms ("stabbing cramping in pelvic area and in lower back and legs"), vaginal haemorrhage ("little spotting"), abdominal distension ("bloating lower abdomen / abdominal bloating"), amenorrhoea ("stopped having periods immediately"), asthenia ("my energy is gone / weak spells"), dyspareunia ("pain during intercourse") with loss of libido, dizziness ("dizzy"), sweaty ("sweats"), abdominal pain ("burning stabbing constant pain from my ovaries up to my ribcage / abdominal pain"), autoimmune disorder ("symptoms of auto immune problems"), complication of device insertion ("day I was implanted passing out on the table"), pelvic pain ("severe pain / including chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), adnexa uteri pain ("ovary throb and stretch too much"), adhesion ("adhesion") and post-traumatic stress disorder ("ptsd") and was found to have gastric ph decreased ("acid issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)-2016. At the time of the report, the embedded device, loss of consciousness, device expulsion, sweating attack, procedural pain, muscle spasms, vaginal haemorrhage, amenorrhoea, asthenia, dizziness, sweaty, gastric ph decreased, autoimmune disorder, complication of device insertion, pelvic pain, pelvic discomfort, back pain, alopecia, rash, abnormal weight gain, fatigue, adnexa uteri pain, adhesion and post-traumatic stress disorder outcome was unknown and the abdominal distension, dyspareunia, abdominal pain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adhesion, adnexa uteri pain, alopecia, amenorrhoea, asthenia, autoimmune disorder, back pain, complication of device insertion, device expulsion, dizziness, dyspareunia, embedded device, fatigue, gastric ph decreased, loss of consciousness, muscle spasms, pelvic discomfort, pelvic pain, post-traumatic stress disorder, procedural pain, rash, sweating attack, tooth disorder, vaginal haemorrhage and sweaty to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc. On (B)(6)--2020: social media content received . Reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was imbedded in her uterus'), fallopian tube perforation ('the coils of the previous essure placement could be seen through the fallopian tube') and loss of consciousness ('day I was implanted passing out on the table') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with one fallopian tube". The patient's medical history included ectopic pregnancy in 1995, salpingectomy in 1995, multigravida, parity 2, c-section, gravida I and miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), device expulsion ("left essure coil had migrated out of her fallopian tube/I have coils missing"), sweating attack ("broke out in a sweat"), procedural pain ("pain"), muscle spasms ("stabbing cramping in pelvic area and in lower back and legs"), vaginal haemorrhage ("little spotting"), abdominal distension ("bloating lower abdomen / abdominal bloating"), amenorrhoea ("stopped having periods immediately"), asthenia ("my energy is gone / weak spells"), dyspareunia ("pain during intercourse") with loss of libido, dizziness ("dizzy"), sweaty ("sweats"), abdominal pain ("burning stabbing constant pain from my ovaries up to my ribcage / abdominal pain"), autoimmune disorder ("symptoms of auto immune problems"), complication of device insertion ("day I was implanted passing out on the table"), pelvic pain ("severe pain / including chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), adnexa uteri pain ("ovary throb and stretch too much"), adhesion ("adhesion") and post-traumatic stress disorder ("ptsd") and was found to have gastric ph decreased ("acid issues"). The patient was treated with surgery (essure removal and robotic hysterectomy with right salpingectomy and left sided salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, loss of consciousness, device expulsion, sweating attack, procedural pain, muscle spasms, vaginal haemorrhage, amenorrhoea, asthenia, dizziness, sweaty, gastric ph decreased, autoimmune disorder, complication of device insertion, pelvic pain, pelvic discomfort, back pain, alopecia, rash, abnormal weight gain, fatigue, adnexa uteri pain, adhesion and post-traumatic stress disorder outcome was unknown and the abdominal distension, dyspareunia, abdominal pain and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adhesion, adnexa uteri pain, alopecia, amenorrhoea, asthenia, autoimmune disorder, back pain, complication of device insertion, device expulsion, dizziness, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastric ph decreased, loss of consciousness, muscle spasms, pelvic discomfort, pelvic pain, post-traumatic stress disorder, procedural pain, rash, sweating attack, tooth disorder, vaginal haemorrhage and sweaty to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : event "the coils of the previous essure placement could be seen through the fallopian tube", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.